Event description:
It was reported by the clinician that the patient was flown in by helicopter to the hospital. The emergency room physician attempted to place the central line into the patient, but experienced difficulty. The clinician believes several attempts were made and the sales representative will be meeting with the physician to confirm the information. A final attempt was made to place the catheter and the spring wire guide (swg) unraveled in the patient. The clinician reported a "panic" to get the swg out before becoming lost in the patient. The guidewire was retrieved and no injury or further action was taken. The catheter remained in the patient and functioned properly.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.